Event description:
The patient came to the hospital for a cat scan of the abdomen. Before performing cat scan, a contrast was inject through jelco 20g advanced freely without resistance. The connecting tube from the medred power injection was used to inject the x-ray contrast. The injector was pre-set for a power injection of 1.3 cc per second, for a total of 135 cc. After scanning was complete, the jelco was removed. It was immediately noted that aproximately half of the plastic "teflon" device was missing. No resistance was incurred with removal. The patient noted that he could feel the fragment below the skin surface. CT scanning confirmed what the patient stated. A cut down was done in an effort to locate the foreign body. This was not succesful. Numerous radiology and cat scan attempts were then made to locate the "teflon" tubing. Critikon was notified by telephone. They recommended that we speak to their physician. After consulting him, it was decided to treat the poatient with antibiotics. Since the tubing could not be located, it could not be removed. Patient physically fine, mentally concerneddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.